Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with the initial report in sections e2, e3, g2 were not correct. The correct event information is being submitted via this follow up report under e2, e3, g2 sections.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at (B)(4). However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 03/13/2023 to 08/26/2023, 10/24/2023 and 12/14/2023. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event dates of 19-oct-2023 and 02-oct-2023. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event dates 19-oct-2023 and 02-oct-2023 in the formatted history file. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. There was no data available to verify power error 25 alarm, low battery alert, power loss alarm and replace battery alert/replace battery now alarm in the formatted history file for the event dates 19-oct-2023 and 02-oct-2023. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the date of 26-aug-2023 and 24-oct-2023 listed on pump history and the days prior to that date. 08/18/2023 dailytotalofallinsulindelivered: 0 (0 u) 08/19/2023 dailytotalofallinsulindelivered: 0 (0 u) 08/20/2023 dailytotalofallinsulindelivered: 0 (0 u) 08/21/2023 dailytotalofallinsulindelivered: 0 (0 u) 08/22/2023 dailytotalofallinsulindelivered: 0 (0 u) 08/23/2023 dailytotalofallinsulindelivered: 0 (0 u) 08/24/2023 dailytotalofallinsulindelivered: 0 (0 u) 08/25/2023 dailytotalofallinsulindelivered: 0 (0 u) 08/26/2023 dailytotalofallinsulindelivered: 0 (0 u) 10/24/2023 dailytotalofallinsulindelivered: 0 (0 u) there is no available data after 26-aug-2023 for the event dates of 19-oct-2023 and 02-oct-2023. An intermittent high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the pcba 1/pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer passed away in hospital on (B)(6), 2023. The cause of death and blood glucose value at the time of death were unknown. It was reported that the death was not caused by diabetes, such as ketoacidosis or hypoglycemia. The insulin pump was returned for analysis.